Event description:
A malfunction alarm identified as code malf 16-0x20e6 was reported, and the pump was found to be non-resettable. There was no reported impact on the customer's blood glucose level. Customer technical support decided to replace the faulty pump, which was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy and to put the pump into storage mode before returning it with a pre-paid label. The customer acknowledged and understood the instructions provided.